Event description:
It was reported that there was a pericardial effusion: a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. The next day a transthoracic echocardiogram was performed. The images showed that there was a pericardial effusion. No intervention was necessary, but the patient was observed for a few days. The patient has been hospitalized for heart failure and other atrial fibrillation related issues that are not from the pericardial effusion. The patient had no symptoms for the effusion, only heart failure symptoms from other complications. Several echoes were performed to watch the effusion over the next couple of days and it was stabilized.